Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles, opening crack, opening and crease flat. Leak test was performed and found opening on radius and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack and two striated opening on radius side, consist in the use of some surgical tool. Based on the device analysis the final assessment is: two striated opening on anterior due to surgical damage. A crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.